Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 802403603 lot: 3015189 constrained head. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review of the available records identified the following: left total hip arthroplasty with posterior superior dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.